Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-02909. It was reported that the burr became stuck on rotawire. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, abnormal sound was heard upon ablation. When the rotaburr was removed from the patient, it was noted that the rotawire got stuck with the wire lumen of the burr. The burr and the rotawire were removed together as a unit. The procedure was completed with another of the same 1.25mm rotalink¿ plus and a 330cm rotawire¿. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A test guide wire was successfully loaded through the device with no issue encountered. The unit was wet tested and the rotablotor system was able to reach an optimum speed of 174k rpm at 39 psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-02909. It was reported that the burr became stuck on rotawire. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, abnormal sound was heard upon ablation. When the rotaburr was removed from the patient, it was noted that the rotawire got stuck with the wire lumen of the burr. The burr and the rotawire were removed together as a unit. The procedure was completed with another of the same 1.25mm rotalink¿ plus and a 330cm rotawire¿. No patient complications were reported and the patient status was good.